Event description:
Further information was later received that, following the system explant, the patient died in the hospital of endocarditis. It was reported the patient had a bone infection, and the implanted cardiac system was suspected to have been a vector in spreading the infection which led to the patient's death.

Manufacturer narrative:
This ra lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient, who has this right atrial (ra) lead, was hospitalized because of sepsis, high fever, renal failure, hypotension and blindness in one eye. The decision was made to explant this ra lead due to pocket infection. Patient then received renal replacement therapy, and was given antibiotics. There were no additional adverse patient effects reported.